Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed. The customer stated the pump alarmed several times, was able to clear with esc and act button. But, the pump continued alarming at the same time everyday. In addition, the batteries have not been lasting as long. The customer's blood glucose wasn 98mg/dl. The customer was advised the insulin pump will be replaced and revert to back up plan.